Event description:
It was reported while using bd phaseal¿ spike connector c180j the spike was found to be broken. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: after the end of administration, the root of the spike inserting a saline bag was broken.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be disconnected from the connector. It is noted there is no visible trace of the solvent used to adhere the spike to the connector. A device history review was performed for reported lot 2105213, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct problem, it was determined this incident was likely related to the operator not properly applying the solvent used to adhere the components during assembly.

Event description:
It was reported while using bd phaseal¿ spike connector c180j the spike was found to be broken. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: after the end of administration, the root of the spike inserting a saline bag was broken.